Event description:
Tubing of line containing chemotherapy (undiluted etoposide) broke off in clave while disconnecting from flush bag. New tubing attached. Same problem with breakage at end of infusion.